Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 2.4 mmol, 8.7 mmol meter to lab. Test were done within 20 minutes with a difference of 6.3 mmol. Patient did not experience any adverse events. No further information has been reported.